Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for two (2) patients involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer reanalyzed the patients' samples on the initial access 2 immunoassay system and obtained lower but erratic results. The sample for the second patient (designated patient 2) was sent to an alternate facility (also using an access 2 immunoassay system) for additional testing and results within the normal reference range of the assay were obtained. The customer did not report the initial results outside of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Quality control (qc), calibration, precision testing and system check parameters were recovering within expected ranges at the time of the event. The customer stated that there were no hardware or other errors posted during the timeframe of the event. The patients' samples were collected in lithium heparin tubes without gel separators. The samples were centrifuged for three (3) minutes at room temperature. The customer was unable to provide the exact centrifugation speed used. No issues with sample integrity were reported.

Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.